Event description:
The manufacturer was contacted in reference to an everflo device. The manufacturer received information alleging a ruptured everflo molecular sieve: potential inhalation of powder. Patient had the powder in the mouth. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.